Manufacturer narrative:
.

Event description:
It was reported that the patient's generator was unable to interrogate. A company representative went to the physician's office to troubleshoot the physician's programming system; however, the patient was no longer at the office. It was determined that the physician's programming system was functioning as intended. The physician indicated that there may have been user error at the time of interrogation; however, the patient was not available to attempt re-interrogation. It was reported that the patient was scheduled for follow-up. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4). This information was inadvertently left off of initial MFR. Report.